Manufacturer narrative:
H6: software analysis was performed. It was determined that there were no software failures. Codes b01, c19, and d14 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. Concomitant medical products: other relevant device(s) are: product ID: 9735740, version #: no1.3.2 parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used in a sacroiliac and thoracolumbar procedure. It was reported that there was a navigation system deviation in localization of instruments. The tracker was being tracked. The navigated instrument was in a fixed position. When only the tracker was rotated, as soon as it stops being tracked by the camera there was a deviation of its position. In other words, the instrument was held in the same position but the displayed position by the navigation system changed when the tracker was rotated. Troubleshooting was performed and the spheres were cleaned and dried. They cleared the line of sight between camera and instruments. There was no delay to the case. No reported impact to the patient. Additional information was receive stating that troubleshooting did not resolve the issue. The reported issue was found after the incision was made to the patient.